Manufacturer narrative:
Upon investigation, the technician found the left side rail did not stay in the latched position due to a missing lower pivot bolt which attaches to the side rail end tube. He does not know what caused the lower pivot bolt to go missing but believes it may be due to regular use, the bolt might have become loose over time and eventually fallen off. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the screw for the left side rail end tube to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the side rail is broken. The stretcher is located in the facilities basement. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #90352.